Event description:
Event description guidant received information that this device and atrial lead's pacing impedance measurement gradually increased to >2500 ohms, the p wave could not be measured and loss of capture was noted.